Event description:
A patient reported they were unable to obtain a blood glucose results for approximately 6 months. Patient's meter allegedly would only prompt "clean test area" message. Patient had gone 6 months without measuring blood glucose. Patient had been cleaning meter with alcohol. Patient maintained blood glucose medication. Patient tested 249 and still higher during a fasting state the following day at the doctor's office. The units the doctor was using is unknown. Patient was prescribed a new diabetes medication and patient's avandia was increased from 10 mg. To 850 mg. No further information has been reported.